Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes, investigation conclusion), h11. Corrected field: d1(brand name), d4 (UDI). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed the system over temp alarm. The fse replaced the pressure transducers. The unit passed all functional and safety testing. The failure analysis and testing dept. Received the following parts: with a reported unit failure of system over temperature. The fat dept. Performed a visual inspection of the parts received and found no signs of damage or wear were observed each part was found to be in good condition. The failure analysis and testing department installed part pressure transducer in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The fat department conducted the testing for a duration of three hours. During this time, the reported system over temperature failure could not be replicated. Retaining the parts in fat department per procedure (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the iabp unit experienced a system overtemp alarm. There was no patient harm reported.